Event description:
While performing an exploratory laparoscopy, surgeon identified that the re-processed liagasure handpiece was not performing properly. Its jaws were not closing as they are expected and he was not able to get the trigger to work.